Event description:
**Update** - medical records received (B)(6) 2013. Revision operative report indicates the following: adverse tissue reaction; loose acetabular component; significant black debris consistent with metallosis; sclerotic relatively avascular looking tissue beneath the cup. The information received does not change the MDR decision.

Event description:
Litigation alleges patient had pain, swelling, inflammation, damage to bone and tissue, spread of metal throughout body and lack of mobility; possible loosening, fracture where bone may have been broken; dislocation, or spread of metal debris after asr hip implant. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Litigation alleges patient had pain, swelling, inflammation, damage to bone and tissue, spread of metal throughout body and lack of mobility; possible loosening, fracture where bone may have been broken; dislocation, or spread of metal debris after asr hip implant.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update aug 23, 2017: legal medical records recieved. After review of the medical records, there is no new information. This complaint was updated on aug 28, 2017.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.